Manufacturer narrative:
Patient identifier, age at time of event, age at time of event (unit), weight, weight (unit), describe event or problem, and other relevant history updated.(B)(4).

Event description:
It was further reported that the target lesion was a 2.5x12mm, 90% stenosed lesion. The stent thrombosis was noted through coronary angiogram. After intravascular ultrasound (ivus) and balloon dilatation was done, a 2.75x38mm non bsc stent was deployed to treat the thrombosis.

Manufacturer narrative:
Event date: (B)(6) 2015 or (B)(6) 2015. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. In (B)(6) 2015, a non-bsc stent and a 12x2.25 promus premier¿ stent were implanted in left anterior descending artery (lad). Three or four days post procedure, a sub acute stent thrombosis of the previously placed 12x2.25 promus premier¿ stent in lad was noted. The patient was then transported to another hospital and was treated with placement of a non-bsc stent; and the procedure was completed. No further patient complications were reported.